Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 400- 500 mg/dl range. Customer's blood glucose level went as low as 45 mg/dl. Customer experienced ketones and treated their high blood glucose via insulin pump and manual shot. Customer over treated their high blood glucose via manual shot. Customer's doctor advised them to eat chicken broth in order to flush out the ketones. Customer was advised to call and troubleshoot when they receive no delivery alarms. Customer advised they did not need any further assistance and would call back if issues persist.